Event description:
It was reported that the needle retracts prematurely and blood splatter occurs with a bd vacutainer® push button blood collection set. This occurred on 50 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: we currently use 367338, however feedback from clinicians is that the needle often retracts before you want it to, which can be very inconvenient. Also, when it retracts, it often sprays droplets of blood around ¿ not great if you¿re taking blood for diagnosis of infectious diseases!

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. However, further information from the customer indicated that the issue was user-related and that training has been conducted on proper use of the product. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device type: jka, fpa. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle retracts prematurely and blood splatter occurs with a bd vacutainer® push button blood collection set. This occurred on 50 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: we currently use 367338, however feedback from clinicians is that the needle often retracts before you want it to, which can be very inconvenient. Also, when it retracts, it often sprays droplets of blood around ¿ not great if you¿re taking blood for diagnosis of infectious diseases!